Manufacturer narrative:
Product event summary # product ID# 4574 a proximal portion was received measuring 26 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694958, implanted: (B)(6) 2005; product ID: 5076-45, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during the explant of the previously capped leads the superior vena cava (svc) was torn. The patient was reported as expired due to the svc tear.